Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he fell on his left side which required a complete hip replacement which had been sore. There was a change in frequency from every 2-4 hours to every 0.5-1hr. The patient felt stimulation. He had tried it higher at 5.0v which was uncomfortable so he lowered it to 4.0v. The patient went to the health care professional (hcp) on (B)(6) 2015 and had an adjustment. He saw a manufacturers' representative (rep) and since then, he was sleeping better when he was on her oxygen but she was still getting up every 2 hour but it was better than before. He left it on program 3 and wanted to leave it for 2 weeks then see what happened but may need to go up to program 4. The doctor told the patient he could do botox but the patient did not like the side effect. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called again on (B)(6) 2017 and reported that the ins had moved further from mid-line. Additionally the caller reported that he has recently had hip surgery, no allegation that this was related to the device or therapy. It was reviewed with the patient that the ins can remain as long as the patient is comfortable and the patient stated that he does not really notice a difference when the therapy is on or off. The patient also reported having fallen a couple of times, but his healthcare provider (hcp) did not seem concerned about the falls. There was no allegation that the falls were related to the device or therapy and there was no allegation in this call that the fall impacted the implanted system or changed the therapy provided. The patient wondered if his "heart pill and blood thinner pill" would affect his urinary issues and also wondered if his scoliosis would affect his urinary issues. The symptom reported by the patient was lack of therapy. Patient status is unknown at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the battery moved from the middle of his back to the side. The patient fell on (B)(6) 2015 and it was after the fall that he noticed the battery had moved. The patient was still getting up to go to the bathroom every two hours at night. The health care professional (hcp) told him not to drink anything after 6 pm. If he did this, then he was dehydrated. Sometimes he went to the bathroom more than others. Sometimes he could go 3-4 hours without going to the bathroom and other times he was going every hour. The patient met with a manufacturer representative (rep) two weeks prior to (B)(6) 2015 in the office for reprogramming but the patient did not make the rep aware of the information.